Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown m2a magnum cup, unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01563. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that patient underwent initial left hip arthroplasty on an unknown date. Subsequently, the patient suffered hip pain and elevated metal ion levels. However, no revision has been reported to date. Additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6. The outer radius of the head is scuffed such that a portion of the finish has become dull. A large scratch run over the top of the outer radius. The head remains assembled with the taper insert. Foreign debris was observed in the circular cutouts and the crease between the taper insert and head. The exposed face of the insert is scratched. Darker debris was observed inside the taper. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: catalog number: us157852, lot number: 710840, brand name: m2a magnum cup, catalog number: 139259, lot number: 070130, brand name: m2a magnum taper insert, catalog number: x180311, lot number: 752740, brand name: bi- metric stem.

Event description:
No further event information available at the time of this report.